Event description:
A call to technical services on (B)(6) 2011 states that health care provider is asking how to program off lv lead that is not functioning. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).